Event description:
On a regular check up with the dentist in (B)(6) 2022, he noticed that one of my front teeth was starting to reabsorb. He recommended seeing an endodontist specialist. The specialist commented that she had seen more of this problem with people who had worn braces for an extended period and/or who had done extensive bleaching on their teeth. Prior to the office visit with the dentist in (B)(6) 2021, I had been in the invisalign braces for approx 3-4 yrs until the orthodontist decided the front tooth was fused to the bone (ankylosis) and would never move. While the endodontist did not have scientific data to back up her observation, I felt the FDA should know about this possible problem. Even anecdotal observations can hold truth. If tooth reabsorption is actually linked to extended uses of braces, invisalign style or traditional wire, the dentists and especially the patients should be warned about this serious risk. Correction of a reabsorbed tooth includes a lengthy, painful and expensive process of removing the tooth, doing a bone graft, setting a metal implant and installing a prosthetic tooth. I hope the FDA will monitor this possible problem with invisalign braces. Thank you.